Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a umbilical cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the imaging system was unable to complete fluro and rad/gain calibration. Site mentioned that the connection between mobile view station (mvs) of the imaging system and imaging system was intermittent. Site representative reported that a faulty umbilical cable was the cause of the issue. There was no patient present at the time of the issue.